Event description:
Rptr alleged obtaining discrepant blood glucose values of 520 mg/dl back to back with a result of 247 mg/dl when testing was performed 1 minute apart on the compact plus system. Rptr stated she did not take her normal dose of insulin at the time. No report of any other actions taken or treatment that was rec'd. A request was made for the return of the suspect device and replacement product was sent.